Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a dissection occurred with an unknown balloon catheter. An attempt was made to treat the dissection with a 3.0 x 15 xience; however, the stent dislodged and was retrieved with a snare device. A 3.0 x 8 xience was attempted; however, it failed to cross the lesion; therefore, the dissection was treated with another xience stent. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was no contrast visible. The stent implant was dislodged from the balloon and was returned. There were 8 rows of struts that were flared and stretched out on the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The proximal end of the stent implant was not measured due to the damaged struts. The distal and middle outer diameters (od) met manufacturing criteria. Product performance engineering reviewed the incident information and the returned product analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices and/or anatomy, and lesion morphology. Although the anatomy was not described in this incident, the fact that another sds could not cross the lesion suggests that it may have been calcified or highly stenosed, which could have contributed to the stent dislodgement. Analysis of the returned product confirmed that the stent was dislodged, and was damaged with flared and stretched struts at the proximal end. It is possible that the damage to the stent implant occurred after it dislodged, as it was retrieved with the snare device. The sds had blood visible on the balloon, suggesting that it had been advanced into the patient anatomy was reported. The balloon was tightly folded, and there were crimp marks between the markers indicating that the stent implant had been crimped in the correct location during manufacturing. The outer diameter of the stent implant, measured at the parts where there was no damage, was within manufacturing criteria. In this case, it is possible that as attempts were made to advance the sds to treat the dissection, the stent implant interacted with the patient anatomy or another device such that it dislodged; however, since the od of the stent implant was within specification and crimp marks were observed on the balloon, there are no indications of a product deficiency which contributed to the dislodgement. It appears that the dislodgement was related to the operational context of the device. A review of the product lot history records did not reveal any non-conforming material reports which could have contributed to the dislodgement. This MDR is considered closed by the product performance group.